Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this lead and associated device displayed shock impedance measurements of greater than 125 ohms. Boston scientific technical services discussed potential causes and trouble-shooting options with the local field representative.